Event description:
The customer observed falsely positive architect stat troponin-I for 1 patient generated from an architect i1000sr and provided the following data (customer reference range 0-99 ng/ml). Sample ID (B)(6): initial result= 195.7, repeat result <10 there was no reported impact to patient management.

Manufacturer narrative:
The architect i1000sr, serial number (B)(4) was inspected due to a false positive architect stat troponin-I result observed by the customer, and it was determined that the arc, probe required replacement. After replacement, the issue was resolved. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. A review of tracking and trending did not identify any trends for the arc, probe. The product monitoring review scorecard was reviewed and found no similar issues related to the architect system, arc, probe, or discrepant results as described in this ticket. A review of the manufacturing documentation did not identify any non-conformances or potential nonconformances related to the arc, probe. A labeling review determined product labeling provides adequate information for resolving the issue the customer described. Based on the available information, no systemic issue or deficiency of the architect i1000sr, serial number (B)(4) or arc, probe was identified. This issue was previously reported under MDR number 1415939-2023-00014-01 under a different suspect device.